Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not deliver energy. The root cause of the reported issue was determined to be due to a disconnected capacitor. The capacitor wire was reconnected and the technician tested the device by delivering a shock. It was observed that the device was delivering improper energy level. The root cause of the improper energy level could not be determined. Additionally, it was observed that the magnet was missing from the device. It was found that the magnet retainer tabs were damaged. The root cause of the reported issue was due to customer abuse.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that their device would not deliver defibrillation energy. It was also observed that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on there was no patient use associated with the reported event.